Manufacturer narrative:
Immucor technical support used a remote electronic method to assess the instrument test well image in question on (B)(6) 2017, which appeared visually positive. The immucor technical communication (B)(6) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On 20dec2017 a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2017.